Event description:
Ibgstar meter gave reading of 160 mg/dl, other meter gave reading of 120 mg/dl. Pt injected increased dose of insulin and suffered hypoglycemia.

Manufacturer narrative:
Meter was returned and tested per mfrs specifications. No fault found with meter. Pt was not hospitalized. This case has been closed.